Event description:
Per the clinic, the patient experienced pain subsequent to device implantation, without stimulation. Injections were administered around the patient's ear and the back of the head on (B)(6), 2012, with the intention of targeting the greater and lower occipital nerve.

Manufacturer narrative:
(B)(4). Implanted device remains.